Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports bad backup battery upon installation of ventilator. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR:23may2019. Philips product manager indicated the replacement v60 batteries were received and sent to customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.